Manufacturer narrative:
The reported event was the lead could not be implanted. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies to the lead body. Electrical testing was normal. There was no problem detected.

Event description:
It was reported that the patient presented to a scheduled implant procedure. During the procedure, while the physician attempted to position the left ventricular lead in an ideal target vessel, the patient experienced heart failure symptoms. The lead was not implanted as a result. The patient condition was stable post-procedure.